Event description:
Additional information was received from a manufacturer representative (rep) reporting that they were not with the patient but received a call from them. They stated that they saw the patient last wednesday on (B)(6) and a re-orientation of their device was done. The rep reported that there was nothing wrong with the orientation but reported that they did it as a precaution. The rep reported that the patient was now indicating the ins was saying the wrong position. When upright, the ins was reading laying back. When lying on their back, the ins was reading lying on their stomach. The caller reported that the ins pocket site was hard to tell if the ins was loose as the patient was obese. The caller reported that the patient was not a ¿twiddler¿. The rep also mentioned the patient had soreness at the pocket site and the ins stimulation numbers had changed. The caller reported that the ins site looked fine and had no medical concerns as the physician did look at the device. It was reported that the patient was healing normally. The rep also mentioned that the patient was not feeling any stimulation at 24.3ma and getting the oor message. The patient stated that they felt paresthesia at 8ma when standing. It was reported that the patient increased it up to 24.3 ma and was not feeling paresthesia. It was reported that the ins was fully charged. It was indicated that the soreness in the pocket began in (B)(6) 2019, and the oor and wrong orientation occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins) for non-malignant pain. Patient reported that the therapy had been fine, then starting on saturday (10/19) it started acting up, like it was too high when sitting or lying down. Then she went to walk and it felt like her legs were vibrating like crazy, even though the intensity remained the same. The caller reports making adjustments with the controller, but it did not help so she turned the system off. Caller reports no falls or trauma. Patient was redirected to their hcp. No further complications were reported.

Event description:
Additional information was received from the rep. It was reported that fluoro was taken and showed ins had flipped multiple times, pulling the leads into the pocket. Patient stated that (B)(6), it was determined that there were 2 loose connections. (B)(6) device stopped working. (B)(6), x-ray showed that 2 leads completely out. The surgery was planned for (B)(6) 2019. Starting back in may, patient reported to doctor that battery felt like it moved. Rep believed battery movement eventually pulled leads. (B)(6), programming was tried around loose connections, (B)(6) determined leads not in place anymore. The issue was not resolved. (B)(6), surgery needed to put leads back in place. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type lead product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.